Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 435 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer called to have help reprogramming her insulin pump. The customer was assisted with the reprogramming. No further information was provided.